Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 264 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.